Event description:
The customer reported an intermittent collimator pot error during boot up and is resolved by resetting. The system cases have been and still are being performed. There are no reports of pt injury or harm.